Manufacturer narrative:
Although the product in question is not distributed in the u.s., but in japan, similar products (product family) are distributed in the u.s. Therefore, the MDR is being implemented. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423ns1, vgw1430ns1,vgw1423ns3,vgw1430ns3) over the past three years showed that the number of events of peeling was small and did not show an increasing trend. [Returned product investigation] the product was returned for the evaluation.the polymer jacket was peeling off and exposing the core wire in the range of approximately 440 mm to 460 mm and 470 mm to 530 mm from the tip of the product. In addition, damage with deformation was observed in the range of approximately 20 mm from the tip, and the ptfe coating had peeled off circumferentially in the shaft section in the range of approximately 1140 mm to 1170 mm from the proximal end. Furthermore, damages (striated abrasions) were intermittently observed on the polymer jacket and ptfe coating over a wide area from the tip to approximately 1250 mm from the tip. Based on the fact that the striated abrasions occurred intermittently over a range of approximately 1250 mm from the tip and the condition of the abrasions, it was considered that the abrasions were scratches caused by moving the torquer attached from the tip to the proximal end without loosening it sufficiently. This event may have occurred when the product was used on a lesion with a 100% occlusion rate with moderate calcification while the product had intermittent scratches from a torquer, which caused the damage to spread, and the tip of the combined device (ichibanyari) was caught in the damaged position. It was considered possible that the manipulation of the product may have led to detachment of the polymer jacket with exposure of the core wire. The peeling of the ptfe coating circumferentially at a position approximately 1150 mm from the peoximal end was also considered to have been caused by moving the torquer position with the torquer not sufficiently loosened, or by operating the torquer rotation with the torquer not sufficiently attached. Form above, it was concluded that this event was not attributable to the product quality but to the procedure, however, it cannot be said that there is no possibility of serious health hazard in the reocurrence of similar event, and the possibility of the detached fragments remaining in the patient's body cannot be completely ruled out. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer coating, resulting in coating material remaining in the vasculature, which may result in unintended adverse events requiring additional intervention.] Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise, damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).

Event description:
It was reported that vassallo gt .014 ns1 (the product) was used in a case of a lesion in the below-knee area with mild calcification and severe bending, an occlusion rate was 100%. When the product was used in combination with the penetration catheter (ichibanyari), there was resistance as if the penetration catheter was caught when the product was rotated from the peroneal artery to the collateral, and it was confirmed that the coating of the product was detached when it was pulled out. The detached pieces were attached to the wire and did not remain in the patient's body. The procedure was completed without problems using another company's alternative product and there were no health hazard on the patient.

Manufacturer narrative:
Although the product in question is not distributed in the u.s., but in japan, similar products (product family) are distributed in the u.s. Therefore, this MDR is being implemented. Manufacturing site: (B)(4). [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1423ns1, vgw1430ns1, vgw1423ns3, vgw1430ns3) over the past three years showed that the number of events of peeling was small and did not show an increasing trend. [Returned product investigation] since the product was not returned from the user facility to filmecc yet, the product was not investigated. Based on the information obtained, it was presumed that when the product was being operated with a penetration catheter (ichibanyari) in a lesion in below-knee area with mild calcification and sever bending and its occlusion rate was100%, the coating of the product has been damaged and detached due to strong contact with the penetration catheter or the hardened lesion when rotating from the peroneal artery to the collateral. As a result of above, although it was concluded at the moment that this event was not attributable to the product quality but to the procedure, we cannot completely rule out the possibility that detached pieces were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating) after receiving the returning product, we will make another investigation and submit follow-up report on the investigation result.